Manufacturer narrative:
(B)(4). It was reported that the patient underwent release of sling due to urinary retention on (B)(6) 2001.

Manufacturer narrative:
B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on b)(6) /2001, due to stress urinary incontinence, rectocele, cystocele, vaginal vault prolapse and hypermobile urethra and mesh was implanted with concurrent anterior colporrhaphy, posterior repair, perineoplasty, enterocele repair and sacrospinous ligament fixation. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.